Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted in the cx vessel. The patient also has two non-medtronic stents implanted on the same day as the index procedure; one in the lad and one in the lm vessel. Approximately 26 months post index procedure patient death occurred. Cause of death is reported as cerebral bleeding. Investigator assessed that there was no relationship to the event and the study device.

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke). Conclusions: known inherent risk of procedure (cva/stroke). (B)(4).